Event description:
It was reported that a patient had a lead revision due to lead migration. During the revision procedure the physician cut the lead and only explanted part of the lead. A portion of the lead remains implanted in the patient and connected to the ipg. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Device remains in patient. This is a final report.